Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the seizures were pseudoseizures (non-epileptic). The seizures were also resolved. The patient's weight was unknown, and the hcp said the patient was pregnant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient is 13 weeks pregnant and due to their pregnancy, the stim has been turned off for 3 months, however they had been continuing to charge their implant. Two days ago, they went to the ER with pseudo seizures so their healthcare provider (hcp) decided to have the stim turned back on. The patient hasn't yet turned it on. The ins battery showed 3/4 and they will probably be empty by tuesday, they normal recharge every couple of days. No further complications were reported as a result of this event.